Manufacturer narrative:
Additional information received indicating that the broken part remained in the patient's root canal. Canal filled with broken part. Treatment completed. Summary: three reciproc blue files r25 8/100 25mm were returned (one file in loose + two unused files). The file in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1763562, #1763768, #1768001, #1765178, #1767474, #1765912 and #1762688). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part remains in the tooth and further treatment is pending. Further information requested.